Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized three times within four months due to high blood glucose levels and diabetic ketoacidosis. Customer reported that his blood glucose level was over 500 mg/dl during one incident and was 529 mg/dl during another incident. The customer was wearing the insulin pump at the time of admission. Per his request, the customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked belt clip slot, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.